Event description:
The customer observed a falsely elevated alinity I free t4 result for a 65 year old male patient. The following data was provided: on (B)(6) 2024, sid (B)(6), initial result was >5.0 ng/dl. The sample was repeated on another instrument and generated an error message (pipette suction error), the sample was repeated again and generated a result of 1.644 ng/dl. Additional laboratory data was provided: tsh initial result = 0.6865 uiu/ml, repeat on another instrument = 0.6935 uiu/ml. The patient is a cardiology patient on warfarin medication. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 59141ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with list number 07p70 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 59141ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 65-year-old male patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >5.0 ng/dl. The sample was repeated on another instrument and generated an error message (pipette suction error), the sample was repeated again and generated a result of 1.644 ng/dl. Additional laboratory data was provided: tsh initial result = 0.6865 uiu/ml, repeat on another instrument = 0.6935 uiu/ml. The patient is a cardiology patient on warfarin medication. No impact to patient management was reported.